Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery.